Event description:
It was reported that the patient had triple vessel disease and staged ptca was performed in the rca to treat the patient. Due to the heavily calcified lesion, the vessel was pre-dilated with three different dilatation catheters. The distal rca was stented using a tetra stent, mid-rcs with another company's stent, and mid-proximal rca with another tetra stent. During advancement of the delivery system to the lesion, an unsmooth movement was felt with the stent. An attempt was made to pull the stent delivery system back, but the stent dislodged from the balloon and could not be retrieved. An attempt was made to deploy the separated stent using a balloon catheter; however the balloon could not be inserted inside the stent, so it was used to smash the stent against the side of the vessel wall in the mid-rca. The case was finally completed without any procedural complication to the patient.